Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that there was an issue with the device header right ventricular (rv) port. The device had a loss of rv capture on telemetry. After extensive troubleshooting ranging from external analyzer testing to connecting the right atrial (ra) lead into rv port and repositioning the rv lead, it was determined that there was an issue with the device rv port. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.